Event description:
The plaintiff's attorney alleged that the pt experienced an adverse cardiovascular event and subsequently expired, which is alleged to have been caused by the product administered to the pt for dialysis treatment.

Manufacturer narrative:
The code (B)(4) was used to report the non-specific adverse cardiovascular event, for which there is no code available. This is one of two device reports related to the same event. A follow up report will be submitted upon receipt of add'l info.